Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawer pockets were not detected on the bus even after a reboot. The field service engineer (fse) found that row e was not visible on the bus, and pockets e3 and e5 had duplicate failures. The fse replaced the extractor flat cable, secured the row tray cable at each tray, removed the two pockets from row e, and rebooted the system. The fse then recovered the storage space, deleted all failures and duplicate pockets, reinserted the two cube pockets that had been removed, and reloaded the medication. The customer verified the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the multiple drawer pockets were not detected on the bus even after a reboot. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.